Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Additional PMA / 510(k)#: bk050036

Event description:
It was reported that the stopper of bd vacutainer® sst¿ ii advance tubes was not seating properly. No report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no. Device returned to manufacture: no. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubes with low draw volume and an unseated stopper was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to the stopper or the tube draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the draw volume issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tubes with low draw volume and an unseated stopper with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed with the stopper or the tube draw volume. Further investigation activities relating to draw volume have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to draw volume. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that the stopper of bd vacutainer® sst¿ ii advance tubes was not seating properly. No report of injury or medical intervention.